Manufacturer narrative:
Reference the following with patient identifiers for the following systems: (B)(6) ¿ aviva ii meter - system 1, serial number ¿ unknown, (B)(6) ¿ aviva ii meter - system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, compared with two different aviva meters, within 10 minutes: 500 mg/dl (system 1) and 140 mg/dl (system 2). Customer used strips from one vial on one of the meters and used a strip from another vial on the other meter. Customer no longer has the two vials of strips used in the comparison; both lot numbers are unknown. No serious injury reported. Requested return of suspect device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.